Manufacturer narrative:
Product complaint (B)(4). Batch # r59a84. Investigation summary: unfired gst60g reload received. It is noted that the sled is in the home position. No damage to the reload deck. The cartridge pan is fully intact. All staples and drivers present. The reload was test fired using a test device. All staples formed. No shaving of plastic noted. The event described could not be confirmed as the cartridge performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device received.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summery: one photo was provided; the picture shows tissue with an staple line. Several b formed staples can be seen and also, what appears to be a green piece of plastic is noted on the tissue. It is possible that the green piece of plastic belongs to the reload, however, the event describe cannot be confirmed as no reload is showed on the photo. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing of the stapler, with a green reload, no buttressing material, after firing the stapler, the doctor opened the jaws and noticed green plastic shavings from the reload. The doctor took a photo of the shavings then used a grasper to remove the shavings. The doctor used the same stapler with a gold reload to complete the procedure. There were no patient consequences reported.